Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that 49 months post stent graft implantation the CT demonstrated a type I endoleak due to aortic neck dilatation due to disease progression. It was reported that the aneurysm had grown from 7 cm to 9 cm in one year. The physician elected to remove the device from the pt because the aneurysm was in such close proximity to the renal artery. The pt was surgically converted to a conventional stent graft. The explanted stent graft has been received by medtronic and the analysis is pending. No additional clinical sequelae were reported and the pt is fine.